Event description:
It was reported that the arctic sun device was not filling. A check of the inlet pressure showed that the inlet pressure reading was -12 even with the fdl connected. They discussed that this was indicative of a failed pressure transducer and requested the part number for the manifold assembly and stated that they would order and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed pressure transducer, manifold assembly. A check of the inlet pressure showed that the inlet pressure reading was -12 even with the fdl connected. They discussed that this was indicative of a failed pressure transducer and requested the part number for the manifold assembly and stated that they would order and replace it onsite. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not filling. A check of the inlet pressure showed that the inlet pressure reading was -12 even with the fdl connected. They discussed that this was indicative of a failed pressure transducer and requested the part number for the manifold assembly and stated that they would order and replace it onsite.